Event description:
Patient was revised to address acetabular cup loosening and pain. Litigation alleges mechanical complications right total hip replacement; loosening of the prosthesis; inflammatory response to right total hip replacement; metallosis of the tissues; tissue compromise and inflammation; damage to the internal structures of the hip joint area; chromium and cobalt toxicity and complications therefrom; future medical complications, including but not limited to the need for further revision surgery and other medical treatment; past and future physical pain. Femoral head added to complaint.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information and corrected: brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.